Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was debris, visible scratches and moisture on the black rubber of the piston. To support the investigation, one hundred four 5ml luer-lok syringes and three photographs were submitted for evaluation by the quality team. All samples were received fully assembled but were loose and lacked individual packaging. A visual inspection was conducted, revealing that four syringes contained excessive silicone within the fluid path, one syringe exhibited a large brownish foreign mass in the fluid path, and thirty-one syringes showed embedded cloudiness on the barrel surface, which is classified as a cosmetic defect. The photographs provided were consistent with the conditions observed in the physical samples. The observed conditions are non-conforming with product specifications. The presence of foreign matter and excessive silicone is attributed to the assembly process, while the barrel cloudiness is linked to the molding process. A review of the device history record was completed for material number 309646, lot 3212366. The review confirmed that all visual inspections were performed in accordance with established requirements, with no quality notifications related to the reported condition. The lot was inspected and accepted based on the inspection control plan, approved for shipment, and deemed compliant with product specification requirements.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll sp125 had foreign matter. The following information was provided by the initial reporter: material # 309646 batch # 3212366 verbatim: we noted several anomalies during the use of product 309646, lot 3212366, with an expiration date of 31/07/2028. Here are the identified issues: - presence of debris or unknown material inside a syringe, at the piston level (see photo a). - at least three syringes from the same lot show visible scratches (see photo b). - upon opening, some syringes had moisture on the black rubber of the piston. Unfortunately, this moisture is no longer visible in the provided photo (photo c). The product was purchased from our supplier stevens. Please inform us of the procedure to follow for managing this non-conformity (replacement, return, analysis, etc.).